Manufacturer narrative:
H4: device manufacture date: the lot was produced in december 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph noted a no flow issue. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set had paclitaxel infusion paused due to crystallization from the transparent part of the equipment admission to the filter. This was discovered during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.